Event description:
Customers blood glucose was tested at 8pm and the result was 96mg/dl. The customer was incoherent and wasn't responding. Paramedics were called and at 8:10pm the customer blood glucose was 33mg/dl. They gave the customer and IV and some food. The next day the customer was incoherent and not responding, paramedics were called again and the customer was given juice to drink. No controls were in use. A request was made for the return of the subject device and replacement product was sent.